Event description:
The lesion was reported as a sfa lesion with moderately calcified and %99 stenosis. The physician crossed the cto lesion with a regalia 0.014 wire and 135cm teleport control. The physician then removed the wire, injected contrast to confirm lumen, flushed the teleport, and then inserted the regalia wire back into the teleport to wire distally. An attempt was then made to exchange the regalia wire for a viperwire, but the regalia would not come out of the teleport. Dr. (B)(6) struggled to remove wire for brief moment before deciding to remove the whole system and start over. Tried removing regalia wire outside of the body at the table and was unsuccessful.